Event description:
The hospital reported that during a coronary artery bypass procedure, the hs-1045 seal did not load properly. A hs-3045 seal was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the seal was returned without the delivery device. The seal had been unraveled and was very bloody. Based upon the rec'd condition of the device, the reported complaint "seal did not load properly" could not be confirmed. Internal file number - (B)(4).